Event description:
Bsc utilizes a fixed upper control of 0.5% for reported incidents of this type. The observed frequency of reported incidents for this device has been 0.24% for the twelve month period that ended in sept. 2004.

Event description:
A vaxcel pasv port was being placed for the infusion of therapeutic medication. Prior to placement, while inserting through the banana peel sheath, the sheath split and the hub broke away from the rest of the sheath, inside of the pt. The catheter was then removed and in the process was punctured. The hub of the sheath had to be removed from the pt by a cut down procedure and another device was placed.